Event description:
Technician was running dimension with sample lid open and interlock in over-ride position. The technician attempted to reseat misplaced sample cup while the instrument was operating. Sample probe cut the technician's finger. ER drew blood for hep c and hiv testing, and administered tetanus vaccine.